Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the issue was ac power related. To fix the issue, the fse replaced the pcb,power management,rohs. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit wouldn't run on the ac power and was not charging the batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the issue was ac power related. To fix the issue, the fse replaced the pcb,power management,rohs. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit wouldn't run on the ac power and was not charging the batteries. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit wouldn't run on the ac power unit would only run on battery power and was not charging the batteries. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field - b4,e1(site country),g3,h4,h6,h10,h11. Corrected field - e2 & e3 is unknown (initially it was given as health professional - yes and occupation - other healthcare professional) a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the issue was ac power related. To fix the issue, the fse replaced the pcb,power management,rohs (0670-00-1162). The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.